Event description:
It was reported that during the operation, the client experienced severe peeling and barbing of the guidewire, and the surgery was completed after the guidewire was replaced.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received guidewire in open packaging. No flaking present with sample received. Also received one photo sample that shows top view of guidewire within packaging. Based on the physical sample received the reported event is unconfirmed. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the operation, the client experienced severe peeling and barbing of the guidewire, and the surgery was completed after the guidewire was replaced.